Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy measuring to be 50 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was placed at 3mm depth. The valve was able to be implanted, and it was observed to be embolized towards aorta. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 28mm, non-abbott balloon. The device was repositioned via a snare and the patient became unstable. A surgical intervention was required to treat the replace the aortic valve. The patient remained hemodynamically stable till the embolization, and there was no clinically significant delay reported. The implanter believe was the cause of migration due to excessive calcium. The patient's status was recovering.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There are also two images that confirm the presence of a snare. The first image shows the snare once attached, and the second image shows how the valve rotated when backward tension was applied. The valve appears to migrate slightly more aortic and shows substantial foreshortening due to the initial degree of constraint. Based on the information received, the cause for the reported device migration in aortic direction could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances as post-implant valvuloplasty and device was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.